Event description:
Customer reported receiving a result from the freestyle meter of 180 mg/dl. Shortly thereafter, the customer was found by their home nurse unconscious. The nurse performed back-to-back freestyle tests with results of 92 mg/dl, 36 mg/dl and 51 mg/dl. The reported results were outside the 20% range. The nurse administered a shot of glucagon. The customer did not react to this first shot, so the nurse administered a second shot of glucagon which did take effect.